Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the keypad buttons.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok was intermittently unresponsive for the past month. The patient reportedly wore the pump in a pocket and cleans the pump with an alcohol swab. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.